Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. About 15 minutes after the alleged issue begun, the patient claims she felt symptoms of sweating and dizzy. The patient ate food as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.